Manufacturer narrative:
Initial and final MDR (B)(4).- MDR 3003442380-2024-08261- device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that 20 infusion set was leaking from the site within 36 hours of use. High blood glucose level was 250mg/dl. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.